Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no motor error alarm on the insulin pump and the motor passed the motor test. The insulin pump had a cracked case on all corners of the display window, cracked battery tube threads and scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose levels and cosmetic damage on the insulin pump. Troubleshooting for high blood glucose was performed. Customer's blood glucose level went as high as 550 mg/dl. Customer treated their high blood glucose via insulin pump. Customer changed out their set and delivered a bolus. Troubleshooting for cosmetic damage was performed. Customer advised the battery cap was cracked and they were not sure how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.